Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after passing through the trocar into the inside of the patient, it was activated for sealing, but the sealing could not be done completely and the tissue was stuck/ did cling to the tip. The sealing process was tried again, but the same issue was occurred. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily without sticking and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after passing through the trocar into the inside of the patient, it was activated for sealing, but the sealing could not be done completely and the tissue was stuck/ did cling to the tip. Device was removed from the stuck tissue by opening the jaws. The sealing process was tried again, but the same issue was occurred. There were no re grasp or end tones and no evidence of any energy delivery. There was no patient injury.